Event description:
It was further reported that the index procedure treated the 90% stenosed, 3.0x30mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre-dilation and the placement of a 3.0x20mm taxus liberte stent along with an overlapping non bsc stent resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. In 01/2010, the target lesion treated was 3.5x20mm in size which originally was reported as 1.47x9.0mm in size. Per the physician, the event was listed as "definitely related" to the study stent.

Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with angina. The index procedure treated an unspecified target lesion with an unspecified taxus liberte stent. In (B) (6) 2010, the patient presented with angina and was hospitalized. Reintervention treated the 58% restenosed, 1.47x9.0mm target lesion located in the proximal left circumflex (lcx) artery with balloon angioplasty resulting in 6% residual stenosis and improved lesion diameter of 3.32mm. Timi 3 flow was maintained throughout the procedure. The patient was discharged 2 days later in improved condition on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. A review of manufacturing records related to the batch was not possible because the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Manufacturer narrative:
Corrected information: revascularization target lesion treated was 3.5x20mm in size which originally was reported as 1.47x9.0mm in size. (B)(4).